Event description:
It was reported as part of a clinical study that during da vinci-assisted nipple sparing mastectomy (nsm) procedure, the patient sustained a transcutaneous thermal injury from internal hemostasis. Per an operative note dated (B)(6) 2022, it was noted that during hemostasis of the left breast, an approximately 1 mm focus of the left superior flap sustained a transcutaneous thermal injury from internal hemostasis. After delayed inspection, this 1mm area was carefully excised using an 11-scalpel and reapproximated using 4-0 monocryl in a single interrupted fashion. It was also reported that post-operatively, the patient required re-operation for removal and reinsertion of another tissue expander (te) to the right breast due to te failure. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the surgeon confirmed the reported te failure of the right breast. The surgeon further indicated that the subject/patient also experienced a skin flap tissue injury allegedly due to a thermal injury, which reportedly ¿occurred on the contralateral side to the tissue expander failure.¿ the surgeon reported that ¿the thermal insult occurred to the underside of the flap internally and when inspecting the skin at the completion of the case, a small area was noted to be blistered and white in appearance externally (approximately 1mm). The decision was made to excise the 1mm focus of injury and close primarily with the intention of avoiding any secondary skin breakdown in the post-operative period that could open the potential for infection of the expander if it did not heal properly." From further follow-up documentation dated (B)(6) 2022, the surgeon indicated that the patient noted the wound to be fully closed and the skin around it looks good. Also per the surgeon, the patient also reportedly indicated ¿that it is definitely smaller and has no signs of infection." The surgeon further stated that there are no concerns regarding long term complications related to this event.

Manufacturer narrative:
Based on the current provided information, the root cause of this reported intra-operative complication cannot be determined although the surgeon indicated that no malfunction of a da vinci system, instrument, or accessory occurred. There are no isi products expected to be returned for evaluation. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to this reported complaint. This complaint is being reported due to the following conclusion: during a da vinci-assisted procedure, the patient sustained a transcutaneous thermal injury from internal hemostasis. As a result, the surgeon excised the burn injury and reapproximated the defect with sutures. The cause of the intra-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the post-operative complication (i.e. Te failure) that required the patient to undergo reoperation.